Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found on save to disk. Right ventricular (rv) unipolar pacing impedance trend stable and within normal range of approximately 540 ohms. As expected for a unipolar lead, bipolar pathway impedance out of range (>3000 ohms).

Event description:
It was reported that the implantable pulse generator (ipg) switched the polarity of the right ventricular (rv) lead to bipolar when the lead is only unipolar, resulting in the lead impedance showing as high and out of range. The remote transmission displayed the opposing polarity impedance. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.